Event description:
It was reported to philips that the heartstart mrx defibrillator showed a charge/shock failure during testing. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed a follow up report will be sent to the FDA.